Manufacturer narrative:
The device was explanted on (B)(6) 2014. This report is filed september 10, 2014.

Event description:
Per the clinic, the device was explanted due to infection (date not reported). Additional information has been requested but has not been made available as of the date of this report (B)(6), 2014.

Manufacturer narrative:
Device not returned to manufacturer.